Event description:
The customer reported erroneous troponin I (access accutni) results, for multiple patients on separate days, and quality control failed involving the access 2 immunoassay system. The patient samples were reanalyzed and recovered higher troponin I results. Further review of the customer-supplied data also indicates imprecise results on creatine kinase-mb (ck-mb). The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two.

Manufacturer narrative:
The field service engineer (fse) verified the mixer speed, luminometer voltage, vacuum system and instrument temperatures were all within specification. The fse discovered a defective o-ring between the precision pump and fluidics manifold, which was allowing air to enter the pump. The fse replaced the o-ring. The fse noted the incubator belt was noisy and replaced the incubator belt and vessel holders proactively. The fse completed preventive maintenance (pm), mixer pulley and peristaltic pump modifications. The fse verified alignments were within specification. The fse performed system check and high sensitivity system check which passed within specification. The fse verified troponin I quality control (qc) was within the customer's established limits. The fse performed a 50-replicate troponin I precision run, which passed within specification. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2013-00023.